Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis manifested by cloudy effluent, abdominal pain, vomiting, nausea and fever. Two days after the onset of peritonitis, the patient was treated with vancomycin ip (dose and frequency not reported) and cephalothin ip (dose and frequency not reported). The patient was not hospitalized for the events. The patient was recovering from the peritonitis. The patient was not retrained in proper aseptic technique and the pd therapy was ongoing. No additional information is available.